Manufacturer narrative:
Correction: analysis of lead lot v308324 found insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3550-39; product type: accessory; product ID: 3487a-56; lot#: v308324; implanted: on (B)(6) 2010; product type: lead; product ID: 3776-75; lot#serial#: (B)(6); implanted: on (B)(6) 2010; product type: lead; product ID: 3487a-56; lot#: v286690; implanted: on (B)(6) 2010; product type: lead; product ID: 3708220; lot#serial#: (B)(6); implanted: on (B)(6) 2010; product type: extension; product ID: 3487a-56; lot#: v308324; implanted: on (B)(6) 2010; product type: lead; product ID: 3776-75; lot#serial#: (B)(6); implanted: on (B)(6) 2010; product type: lead; product ID: 3487a-56; lot#: v286690; implanted:on (B)(6) 2010; product type: lead; product ID: 3708220; lot#serial#: (B)(6); implanted: on (B)(6) 2010; product type: extension; h3: analysis of the lead (v308324) found that the proximal end insulation was broken under the conductor and the proximal end insula tion was consistent with metal ion oxidation. Analysis of the lead (v117148023) found the conductor was broken, anchor site unknown, the body was cut, product segmented and the distal end conductor was broken. Analysis of the lead (v286690) found that the body was cut through and the out insulation was separated at the butt joint at the proximal end. Analysis of the extension (B)(6) found that the body was cut through, product segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 3487a-56, lot#: v308324, implanted: (B)(6) 2010, product type: lead. Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot#: v286690, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3487a-56, lot#: v308324, implanted: (B)(6) 2010, product type: lead. Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot#: v286690, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), ubd: 18-aug-2013, UDI#: (B)(4); product ID: 3776-75, serial/lot #: (B)(4), ubd: 15-may-2012, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: (B)(4), ubd: 15-may-2012, UDI#: (B)(4); product ID: 3708220, serial/lot #: (B)(4), ubd: 09-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the old system not working well. One attempt to remove saw two quads, one octad and one extension left in body. All leads removed from body today and new system placed. The rep clarified that the patient¿s old system was working for her legs but never for her back. It was clarified that the implanted battery had been removed at an earlier surgery and the leads were removed at the current surgery. The physician was unable to get to the leads and wanted to refer the patient for a paddle lead so they left the leads in for the neurosurgeon to remove during paddle lead implantation. No other actions were taken to resolve the issue prior to the surgery and the issue was now resolved.